Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the console device would not get up to the rotations per minutes selected. There was a fifteen minute delay to the planned surgical procedure. A spare device was not available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This is event 1 of 2 of the same event. During subsequent follow-up with the customer, it was mentioned that the console device was in use with the foot control device when the event occurred. The reporter stated that after the console device was returned, the issue still occurred at the facility. After performing trouble-shooting at the user facility, the reporter stated that the foot control device was malfunctioning. It was initially reported that when the console device was set for 80000 rotations per minutes, it would only goes up to about 48000 rotations per minute. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all operational specifications. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.